Event description:
On (B)(6) 2025 a patient underwent for a port placement procedure on two transverse fingerbreadths below the clavicle using powerport clearvue isp implantable port via internal jugular vein site. Prior to a port placement procedure, inspection of the flush kit procedure, the catheter tip allegedly found teared. Although trimming it for use was considered, concerns arose that other sections might also be compromised. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent for a port placement procedure on two transverse fingerbreadths below the clavicle using powerport clearvue isp implantable port via internal jugular vein site. Prior to a port placement procedure, inspection of the flush kit procedure, the catheter tip allegedly found teared. Although trimming it for use was considered, concerns arose that other sections might also be compromised. Reportedly, sterility of the device found to be affected. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the catheter in which the catheter tip is noted to be fractured. Therefore, the investigation is confirmed for the reported catheter fracture issue ,however ,it is inconclusive for the reported manufacturing, packaging or shipping problem as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.